Event description:
During a regular pacemaker check performed on (B)(6) 2013, an episode with oversensing was stored in device memory (pause event, on (B)(6) 2013 at 12:57). Preliminary analysis revealed that the pause episode of (B)(4) 2013 showed non-physiological signals with 125 ms coupling intervals.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.